Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-may-2018 with the following findings: the keypad was observed to be peeling near the ok keypad button. During testing, all of the keypad buttons were found to be intermittently responsive. The keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. The battery compartment was found to be cracked above and below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged keypad, intermittently responsive keypad buttons, a cracked/damaged battery compartment, and contamination under the keypad button contacts. This report is made based on results of investigation completed on 22-may-2018.